Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Additionally, it was reported that the pump date was incorrect; cause was unknown. Customer's blood glucose level was above 500 mg/dl; customer had not addressed elevated bg. Reportedly, customer corrected the pump date and resumed insulin therapy on the pump to resolve the issue.